Event description:
A nurse was placing a cvl catheter into a simulation mannequinn, and noticed that the spring wire guide cut through the catheter. The nurse was using an arrow 5.5 fr 3 lumen central line catheter.please note: this event did not involve a real patient.